Event description:
This (spontaneous) device case, reported by a consumer, who contacted the company with a product complaint, concerns a female pt of unk age and origin. The pt was taking insulin lispro (humalog lispro) for treatment of an unk indication since an unk time. On 25 apr 2006, the humapen ergo burgundy/clear pen body with a clear cartridge holder attached was reported, that the injection button got always detached and the pt developed for two days increased blood sugar values of 350 and 420 mg/dl. This humanpen ergo burgundy/clear pen body with a clear cartridge holder attached is associated with cid00396595. The pt operated the device it is unk if the pt was trained. The pt has used this device model for an unk time period. The device was returned to the company. It is unk if the humapen ergo burgundy/clear pen body with a clear cartridge holder attached is out of use. Lot number of the device:40211, lot number of the drug is unk. Update 17-may-2006 after f/u received on 11 may 2006: lss-summary added to case, malfunction field switched to "yes -not cirm", psur-commented updated. Updated 18-may-2006: lot number of drug is unk, added to narrative and removed on product tab.